Event description:
It was reported by service report that the cot had a broken torsion spring and the safety bar would not function properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - safety bar.